Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was pre-dilating a 100% stenosed lesion located in the normally tortuous and severely calcified left superficial femoral artery (sfa) with a 4.0x100/135 sterling balloon catheter. The balloon was inflated to 6atms on the first inflation, however, the lesion was not completely dilated due to the severe calcification. The balloon was fully inflated without waist. On the second inflation, the balloon ruptured at 10atms. The device was removed from the pt intact. The procedure was completed successfully with the use of different devices and the implantation of another MFR's stent. There was no reported pt complications. The pt's status is listed as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).